Manufacturer narrative:
Despite the following actions, nakanishi did not receive further information about the event, including information about the patient. - on october 19, 2021, nakanishi sent an email to the distributor requesting information missing from the initial report. - on november 1, 2021, nakanishi received a reply from the distributor stating that there was no other information they could provide about the event.

Manufacturer narrative:
Nakanishi is trying to obtain further information about the event, including information about the patient.

Event description:
On september 30, 2021, nakanishi received a letter from a distributor (dentalez inc.) About an nsk handpiece overheating. Details are as follows. The event occurred on (B)(6) 2011. The dentist was performing a dental procedure on a patient using the x95l std handpiece (serial no.: (B)(4)). During the procedure, the handpiece head overheated and burned the patient.